Event description:
A broken pump. During svc the device was found to have a broken door on channel two. Details were not available regarding the set up of the infusion device. Info regarding whether or not the device was in use on a pt when the problem was found was also not available and no additional contact info was provided. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.